Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va0f808, implanted: (B)(6) 2014, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 09-jan-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they had a fall, not a terrible one but the doctor thought the lead had been affected so put in the new stimulator. No further patient complications are anticipated or expected as a result of this event. Additional information received on 2021-oct-19 stated that it was several years since the stimulator was put in. He stated that the fall may have affected some of the leads. MRI could not be done because of their stimulator was an older model and not safe for mris. And x-ray was done but was not clear of the result. It was noted as unknown if the lead was affected. A new device was implanted on (B)(6) 2021. The reported issue has not been resolved yet. The device was left with the doctor.